Manufacturer narrative:
(b)(4). Diabetes Mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the Continuous Glucose Monitor (CGM) and the Blood Glucose (BG) meter occurred. The sensor was inserted into the arm on (b)(6) 2026. According to the patient, on (b)(6) 2026, the patient experienced hyperglycemia and was admitted to the Intensive Care Unit (ICU). The CGM was reading LOW (less than 2.2 mmol/L) and the blood glucose reading was 38.0 mmol/L. The patient was treated with insulin and fluids intravenously. At the time of the report, the patient was feeling fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the D zone of the Parkes Error Grid. No additional patient or event information is available.